Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. In addition, a malfunction alarm occurred, the customer reported hearing a rattling sound before receiving the alarm. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer had insulin pens available as alternate insulin therapy.